Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely tortuous and severely calcified left common iliac vessel. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.